Event description:
It was reported during review of test setup and rate/pressure accuracy testing with clinical engineering reported that a bag of fluids had infused in half the time it should have and asked if the rate accuracy test would explain why this occurred. No other details provided. No patient harm reported. This was reported to bd representatives during site visit.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.